Event description:
Per spontaneous call, pt's husband reports cadd legacy pump sn (B)(4) is giving error message, was not in use and did not miss therapy. Another pump was shipped and he will return malfunctioning pump. No more info given. Spoke to pt's husband and he had a back up pump that he used to complete therapy. Pump malfunction did not contribute to pt missing dose or any injury. Reported (B)(6) by pt/caregiver.